Event description:
During initial implant procedure, the leadless pacemaker (lp) was fixated and on imaging it was noted that the helix was slightly extended. The measurements acceptable and the implant was complete. At the post-operation check, the measurements remained stable. The patient was in stable condition.